Manufacturer narrative:
Section h10: it was reported that, after a conversion from unicompartimental knee arthroplasty to total knee arthroplasty had been performed around (B)(6) 2009 with inlay wear as the primary diagnosis, the patient experienced dorsal instability associated to the total knee arthroplasty prosthesis construct. This adverse event was addressed by a revision surgery on (B)(6) 2010 to exchange the femoral component and the tibial insert. The device used in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the document history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. A complaint history review was performed. The occurrence of the reported failure mode is anticipated with a low risk level as per risk management. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use states "joint instability" of the component as a ¿potential adverse device effect¿ and " wear" as "potential medical device problems" in combination with the implantation of a knee prosthesis. Based on the information provided, the clinical root cause of the reported ¿dorsal instability¿ cannot be definitively concluded. No additional supporting documentation was provided for this surgical procedure. The patient impact beyond the reported symptoms and revision cannot determined. The patient current health status is unknown. The performed investigation do not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a conversion from uka to tka had been performed around (B)(6) 2009 with inlay wear as the primary diagnosis, the patient experienced dorsal instability associated to the tka prosthesis construct. This adverse event was addressed by a revision surgery on (B)(6) 2010 to exchange the femoral component and the tibial insert. No further information is available.